Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53). No harm requiring medical intervention was reported. Troubleshooting was performed and was able clear the alarm successfully and the pump did rewind. Advised the customer to do a self-test on the pump and it got passed. The customer will continue using the insulin pump and will not be returned for analysis.